Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. Insulin pump had loose/protruded drive support disk, minor scratched display window, cracked battery tube threads, broken reservoir tube lip, and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error when she tried to rewind. The drive support cap was sticking out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.